Event description:
It was reported that the device was electively explanted and replaced due to an advisory for premature battery depletion. There was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable before, during and after the procedure.

Event description:
New information states that the patient presented multiple times to the emergency department at the beginning of 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: marked for study.